Manufacturer narrative:
The calibration and qc data provided were acceptable. The field service engineer (fse) checked the sample and reagent probes and the pinch valves. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin I stat immunoassay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial plasma aliquot sample troponin result was 0.266 ng/ml. The aliquot sample was repeated and the result was < 0.100 ng/ml with flag. The sample was also repeated on a point-of-care instrument and the result was negative. The patient also had a serum sample tested and the result was < 0.100 ng/ml with flag. Clarification on whether the serum sample was collected at the same time as the plasma sample was requested but not provided. It is unknown if any questionable results were reported outside of the laboratory. The repeat results interpreted as negative were deemed correct. The analyzer serial number is (B)(4).

Manufacturer narrative:
The alarm trace did not contain a conspicuous event. Based on the available data, a general reagent issue could be excluded. It was found that the root cause of the event is consistent with pre-analytical sample handling.